Event description:
It was reported that the patient was scheduled for full revision. The reason was not provided. It was later reported that the patient underwent full revision for to high impedance. No other relevant information has been received to date.

Event description:
Additional information received. Good faith response received. It was reported that the explanted device is not available for return. X-rays were preformed but not available for review. The provider stated that the patient did not experience any trauma at the around the implant site. No other information was provided. No other relevant information has been received to date.